Event description:
The customer observed false reactive alinity I anti-hbs results when compared to results from another method for one 61-year-old female patient. The patient has had chronic hepatitis b (hbsag positive) for over 10 years (untreated). The following data was provided: on (B)(6) 2025, the initial alinity I anti-hbs result for sid (B)(6) was 33.04 miu/ml, retest result was 33.58 miu/ml, retest after high-speed centrifugation was 32.87 miu/ml. Mindray platform test result was 3.38 miu/ml. (Reference range for both platforms: <10 miu/ml) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051.

Event description:
The customer observed false reactive alinity I anti-hbs results when compared to results from another method for one 61-year-old female patient. The patient has had chronic hepatitis b (hbsag positive) for over 10 years (untreated). The following data was provided: on (B)(6) 2025, the initial alinity I anti-hbs result for sid (B)(6) was 33.04 miu/ml, retest result was 33.58 miu/ml, retest after high-speed centrifugation was 32.87 miu/ml. Mindray platform test result was 3.38 miu/ml. (Reference range for both platforms: <10 miu/ml). No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I anti-hbs reagent lot 72169fz01. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. Customer field data was used to assess the performance of the alinity I anti-hbs assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I anti-hbs reagent lot 72169fz01.